Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was cut during a maze procedure. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal and distal conductors had blood (not obstructed).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.